Event description:
Patient was revised to address instability and dislocation.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 18, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges pseudotumor and hip would lock up while patient was standing. After review of medical records for MDR reportability, it was stated that the patient was revised to address metal-on-metal adverse tissue reaction or pseudotumor. Revision notes noted that the gluteus medius was slightly atrophied. A significant chalky necrotic tissue was noted within the capsule. The pseudocapsule on minimus was found to be extremely thick and fibrosed and abnormal. There was also some subtle changes of the trunnion consistent with trunnionosis. Lab results for cobalt-chromium were below 7pbb. Product codes and lot numbers were provided. This was updated on may 23, 2017.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address instability and dislocation. Update 6/14/2016- litigation received. Litigation alleges pain and toxic cobalt chromium metal debris to be released into the surrounding tissue. A stem has been reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. For any additional information received. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is unavailable.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.